Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (false asystole detection) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to the ECG c and d cable. The green (belt dischg) wire was drawing low current. The root cause for the low current draw could not be positively identified. No adverse event resulted from the defective belt. The pt rec'd a replacement electrode belt.

Event description:
A zoll pt service rep (psr) called to report that a (B)(6) female pt's electrode belt was not working. The electrode belt was detecting a false asystole. The pt was issued a replacement electrode belt.